Event description:
Healthcare professional reported rupture and capsular contracture baker grade I. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: no observation is performed for the complaint as the event is insufficient information. Additional observations: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade I. The device has been explanted and replaced. This record relates to the left side.